Manufacturer narrative:
This event was previously reported in the initial MDR report as a serious injury MDR. After further review of the event details and communication with bard medical group, it was determined that application of addition pressure would not constitute medical intervention or treatment; therefore, the reportability of this event has been changed to not reportable. Since an initial MDR was submitted, this follow up report will be submitted with the results of the complaint investigation. Manufacturing review: a manufacturing review could not be performed, as the lot number was not provided. Visual/microscopic inspection: none - no sample returned. Functional/performance evaluation: none - no sample returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current enspire instructions for use (IFU) states: precautions: - inspect tubing connections to the vacuum canister and the vacuum tubing cassette to ensure proper vacuum levels are achieved and maintained during use. - inspect the vacuum canister to ensure the lid is secure and that no damage has occurred during shipping or installation. A heavily scratched canister can break during use.

Event description:
It was reported that during a stereotactic breast biopsy, after several attempts and restarting the system the canister was unable to obtain suction. Another canister was used and was not able to obtain suction. The procedure was completed with a different device. A hematoma formed at the biopsy site and additional pressure was required. The patient was discharged and additional time is expected for the hematoma to resolve; however, no additional medical intervention was required.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return; therefore, an evaluation of the device could not be performed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, after several attempts and restarting the system the canister was unable to obtain suction. Another canister was used and was not able to obtain suction. Another canister was used and was not able to obtain suction. The procedure was completed with a different device. A hematoma formed at the biopsy site and additional pressure was required. The patient was discharged and additional time is expected for the hematoma to resolve.